Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer received instructions from tandem technical support to perform a system check, but no issues were identified. The customer changed the infusion set and cartridge and resumed insulin.